Event description:
During a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of a farawave catheter into the faradrive sheath, air bubbles were noted from the sheath during aspiration. No issues were noted during preparation of the sheath prior to the reported air bubbles. The air bubbles were only seen upon insertion of the farawave catheter into the faradrive sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis. It was further reported that the dilator and farawave were the devices inside the sheath prior to and/or at the time the air was observed. The patient was being treated for paroxysmal atrial fibrillation. The reported air bubbles were seen in the flushing line. The guidewire was positioned inside the point of the catheter when the catheter was inserted into the sheath. No air was noted in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valve. During preparation of the sheath for leak testing, leakage was observed from the stopcock of the sheath. Microscopic inspection of the stopcock revealed cracks at the top and bottom of the stopcock port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked locations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of a farawave catheter into the faradrive sheath, air bubbles were noted from the sheath during aspiration. No issues were noted during preparation of the sheath prior to the reported air bubbles. The air bubbles were only seen upon insertion of the farawave catheter into the faradrive sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
B5: describe event or problem - updated with additional information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of a farawave catheter into the faradrive sheath, air bubbles were noted from the sheath during aspiration. No issues were noted during preparation of the sheath prior to the reported air bubbles. The air bubbles were only seen upon insertion of the farawave catheter into the faradrive sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis. It was further reported that the dilator and farawave were the devices inside the sheath prior to and/or at the time the air was observed. The patient was being treated for paroxysmal atrial fibrillation. The reported air bubbles were seen in the flushing line. The guidewire was positioned inside the point of the catheter when the catheter was inserted into the sheath. No air was noted in the patient.